Event description:
There was no pt involved in this event. This device malfunctioned because when a pad-pak is inserted the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and performed to specification up to (B)(6) 2013. Four manual power-ups were recorded on (B)(6) 2013, after which the device began to log multiple manual power-ups, mainly of 10 minutes duration. These continued until (B)(6) 2013 when the pad-pak is removed. It was noted the shock button required excessive force to operate and the power button did not work. The pad-pak was removed in order to switch the device off. The pad-pak was re-inserted and the power button used to turn the device on. Once power on, it was evident that the device was not in CPR advisor mode. Investigation confirmed a fault with the device microprocessor. Also when the device was disassembled for investigation there was a strong musty odour. Corrosion was found on the device membrane ribbon cable tail, the shock button required excessive force to operate, and the device could not be turned off. The corrosion on the membrane ribbon cable tail subsequently caused damge to the microprocessor, which then had the effect of making the device behave as a 500p CPR advisor device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.